Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer's blood glucose was 50 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.